Event description:
The user facility reported the physician described that the carrier tube hub disintegrated, and became disengaged from the sheath hub, upon tactile retraction, and resistance to seat the collagen plug when gaining hemostasis. Hemostasis was achieved and there was no patient bleeding. The type of procedure performed was a percutaneous coronary intervention (pci) catheterization. There was no patient history disclosed. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 26jun2024: the hub did not disintegrate and break off inside the patient. The patient was stable. A pre-deployment angiogram was performed. The size of the procedure sheath used was 6 french. Hemostasis was achieved using the angio-seal device. The procedure was completed successfully. There were no concomitant medical products used with the angio-seal. The device was stored in omnicell cabinet.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rcis. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).